Manufacturer narrative:
A field service engineer (fse) decontaminated the system and replaced the carbon bridge, which may have needed replacing as a result of the decontamination. The failure mode is unknown. It could have been a contaminated system, the carbon bridge (b12181) or a combination of both. (B)(4).

Event description:
The dxc 600p generated false low na (sodium) results for approximately 60 patient samples. Results were reported out of the lab. The system was recalibrated and samples rerun. Reports were amended. The lab has not received any reports of adverse patient treatment. The customer stated that qc prior to the event was within lab-established ranges, but low after the event. The customer did not provide any printouts, but gave verbal examples from 6 patients. Patient 1 original na result 135; repeat 140 mmol/l. Patient 2 original na result 134; repeat 139 mmol/l. Patient 3 original na result 131; repeat 137 mmol/l. Patient 4 original na result 135; repeat 140 mmol/l. Patient 5 original na result 130; repeat 138 mmol/l. Patient 6 original na result 131; repeat 140 mmol/l.